Event description:
It was reported that this right ventricular (rv) lead exhibited an alert for a low out of range (oor) pace impedance measurement. Review of the impedance trend indicates this lead has exhibited intermittent low oor pace impedance measurements for at least approximately five (5) months. Boston scientific technical services referred the patient to follow up with their physician. The lead remains in-service at this time. No patient symptoms or adverse patient effects were reported.